Manufacturer narrative:
(B)(4). This ipg serial number was included in a field advisory.

Event description:
Device 1 of 2. Reference MFR. Report #1627487-2015-06518. It was reported the patient's entire scs system was explanted on (B)(6) 2015. It is unknown to the manufacturer at this time why the patient's system was explanted.